Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, on heartstring seal would not squeeze (fold) together to load into the delivery tube. There was no blood on the device. A replacement seal was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was in the loader device but outside of the delivery tube. The delivery device was inside the loader device and the plunger had not been depressed. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.